Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was unable to be confirmed due to unavailability of device and relevant imagery. Based on the limited information provided, the root cause for the valve degeneration approximately 3 years post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process (hyperlipidemia). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The date of the event is unknown. For this reason, the date that the manuscript was received by the publisher ((B)(6) 2020) was used as the occurrence date.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards reviewed the article "degenerated tavr within degenerated surgical bioprosthetic valve treated with second tavr" jacc case rep. 2020 jun 24;2(8):1097-1098. Through review of this article, the following complaint pertaining to an edwards thv device was identified: 3 years after implant of a 23 mm sapien xt transcatheter valve, implanted inside a 21 mm surgical valve, the patient underwent a valve-in-valve-in-valve (viviv) procedure with a non-edwards transcatheter valve due to degeneration and severe stenosis. During the viviv procedure, a true balloon was used to fracture the surgical bioprosthetic valve with the 23 mm sapien xt tavr valve. A non-edwards bioprosthetic valve was implanted successfully. The patient was transferred to the ICU in stable condition, and was discharged 2 days after the procedure. The patient was seen recently at 2 years follow-up at clinic and has been doing well.